Event description:
It was reported that the pt had a diagnostic heart catheterization for a non st myocardial infarction (mi). The common femoral artery (cfa) appeared to be suitable for closure, a 6f vip was deployed and hemostasis was obtained. The next day the pt experienced a near syncopal event that lead to the discovery of a hematoma in the right thigh. The heparin was stopped. A CT scan was obtained to rule out a retroperitoneal bleed. Hemoglobin 4 hours after the near syncopal event was 4.3. The pt received 2 units of blood and underwent surgical intervention to evacuate the hematoma and suture the cfa closed. No components of the angio-seal were visualized. The patient's condition was stable after surgery. The day following surgery, the pt developed a gastro-intestinal bleed and expired 24 hours later. The pt had medical conditions of chronic atrial fibrillation, hypertension, diabetes, coronary artery bypass graft surgery, and renal artery stenosis. The pt was taking coumadin and 5 different hypertension medications and was scheduled to return for a percutaneous transluminal angioplasty of the renal artery and stent placement.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.